Manufacturer narrative:
Product analysis: device was returned for physical analysis. Analysis was unable to confirm the customer comment that the mobile programmer lost electrocardiogram (ECG) signal but deemed it plausible. The mobile programmer passed all testing with no defect found. Damage was noted at the analyzer connector and the lid assembly. Final disposition of this unit will be maintained by the contract manufacturer. Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of the mobile programmer lost electrocardiogram (ECG) signal was confirmed. It was determined at analysis that there was a loss of connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer lost electrocardiogram (ECG) signal. The mobile programmer was close to the tablet hosting the mobile programmer application during the event. Troubleshooting steps were taken to include restarting the application which was successful in regaining the signal. No patient complications have been reported as a result of this event. It was determined at analysis that there was a loss of connection.